Event description:
Rptr went to ER at 2:30 am and was given an EKG stress test and there are burn marks where the pads were. They sting, itch and burn. MFR states that the pads are latex free but this is the typical reaction rptr has when latex touches them. Hosp stress test unit. Staff in charge of stress lab spoke to MFR.